Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the device changeout procedure, the atrial lead slack was lost and the lead was revised. The lead remains in use. No patient complications have been reported as a result of this event.